Event description:
The initial reporter complained of qc issues with multiple assays on a cobas e 411 immunoassay analyzer. Qc for elecsys troponin t stat assay (troponin t stat) was out of the acceptable range. The customer repeated qc with acceptable results. The customer repeated 3 patient samples tested for troponin t stat and discrepant results were identified for 1 patient sample. The initial result was 21.80 ng/l. This result was reported outside of the laboratory. The repeat result was 15.83 ng/l. This result was believed to be correct. The troponin t stat reagent lot number was 63006301 with an expiration date of 31-oct-2023.

Manufacturer narrative:
The customer noted a leaking syringe. The customer found the barrel on the syringe for the sample/reagent probe was loose. The customer tightened this and the leaking stopped. The field service engineer (fse) inspected the analyzer. The customer ran qc and the results were within specification. Operational and mechanical checks passed. Calibration was last performed on (B)(6) 2022 with acceptable results. Qc was initially out of range for level 1; qc was acceptable for all levels prior to the event. The patient sample was spun for 5 minutes at 4300 revolutions per minute (rpm). This spin speed may be faster than recommended and the spin time may be shorter than recommended. No issues were identified during a review of the alarm trace data. The maintenance actions of tightening the barrel on the syringe resolved the issue.